Manufacturer narrative:
UDI in section d4 is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a handful of level 1 tubing is either leaking from the heat exchanger (top or bottom side) or from another area. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A photo was received for evaluation. Visual inspection observed a leek fleeing from the connection between the adapter and the tube; thus failure mode is confirmed. Other analysis was not required. The root cause of the reported issue was found to be due to lack of adhesive s-10 between tube with the base tube, during bonding assembly, procedure was not correctly followed. An awareness notification was conducted by the quality engineer on 11-jan-2023 to the production personnel in order to explain the importance of adherence in the procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).